Manufacturer narrative:
The reported event was addressed with phone support. The customer confirmed that issue was resolved after power cycling the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report a non-intuitive motion issue with arm 3. The customer stated they had tried several different instruments but were experiencing non-intuitive motion on all of them. Prior to calling in, the staff had reseated the sterile adapter, but the issue remained. The isi tse reviewed the logs and confirmed the issue. The isi tse walked the customer through a hard power cycle of the robot and console. Upon powering up, the customer confirmed the issue had been resolved. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator did not provide any further information.